Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/20/2020. H.6. Investigation: fifty one sealed samples of lot 2003017 were returned to our quality team for investigation. The product was visually inspected, no damage or defects was observed on any of the syringe tips that could have contributed to the reported defect. A device history review was performed for reported lot 2003017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Testing was performed on the returned samples and found all product was within specification. Additionally, conical fitting testing was performed to identify if any disconnections would occur when applying pressure, no issues were observed. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe snapped when used on a fistula needle. This occurred with 2 different syringes during use. The following information was provided by the initial reporter: "incident details: 10ml syringe snapped when used on a fistula needle prior to commencing dialysis, happened twice on 2 different patients. Incident action taken: fistula needle had to be removed and a new one inserted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe snapped when used on a fistula needle. This occurred with 2 different syringes during use. The following information was provided by the initial reporter, "incident details: 10ml syringe snapped when used on a fistula needle prior to commencing dialysis, happened twice on 2 different patients incident action taken: fistula needle had to be removed and a new one inserted."